Manufacturer narrative:
This supplemental report was submitted to provide additional information to MDR# 8010047-2020-03432. A review of the asset camera head's history was reviewed which indicated the device was purchased on october 7, 2019 with no previous service records. The original equipment manufacturer (OEM), omsc, performed a device history record review and no abnormalities were noted. No device was returned to the OEM, however, an investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. Based on previous related complaints, the potential root cause has been determined due to user handling as the terminal buckling inside the video connector occurred in the following order. - when inserting the endoscope connector into the endoscope connector socket of the cv-190, the chipping part of the tip of the endoscope connecter was caught by the terminal inside the endoscope connector socket of the cv-190. - under a condition where the inserted endoscope connector was caught, the endoscope connector was further inserted, therefore the terminal inside endoscope connector socket of the cv-190 was pushed in the back and the terminal was buckled. The instructions for use manual (IFU) contains the following information. In the "connection of an endoscope" section, confirm that the connectors on the scope side pin connector of the videoscope cable exera ii are not damaged. If the end of the connector of the endoscope to be connected is chipped or worn out, please repair the endoscope side.

Manufacturer narrative:
Device has been returned for evaluation. The customer¿s complaint of scope detection not working and connectors damaged was confirmed. Bent pins inside the video connector were found causing no image on the scopes. The video connector was replaced. Unit has up to date main switch and upgrade software version. The cause was traced to component failure. No further information was reported.

Event description:
The customer reported to olympus the scope detection does not work and the video connectors were broken and could not be connected. There was no patient injury reported.